Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic board assy for error code 210.1010,210.1020. A review of the device history record for (B)(6) was performed from date of manufacture 10/28/2019 to present date 11/18/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had error code 210.1010 and 210.1020. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had error code 210.1010 and 210.1020. No patient involvement.